Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the box that plugs into the ac power cord to charge the implanted neurostimulator has quit taking a charge. Pt stated it will not work to recharge the implanted neurostimulator sometimes it will and sometimes it won't. Patient stated he has dropped it and sometimes the controller will flash green and sometimes he cannot get the controller to charge. Had patient remove the li battery and plug the controller into ac power patient verified the controller does not power up. Patient put the li battery back into the controller and verified the green light is flashing on the controller. The issue was not resolved. An email was sent to the repair department to replace the controller device. Pt called back and said they still weren't able to get the controller to take a charge from ac power. Agent asked and pt confirmed they swapped the battery pack over, as the replacement didn't come with a battery. Pt plugged replacement into ac power, confirmed controller powered on, when battery was inserted a green light didn't illuminate on the controller. Pt mentioned they were running on empty (agent understood they had no charge to ins). Agent asked, pt said the ac power cord's connection pin didn't feel like the connection was as strong, seemed loose. Agent sent li battery and ac power cord and closed case.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) b3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745bp serial# (B)(6) product type accessory. H3: analysis of the 97745 programmer (s/n (B)(6)) revealed that the front case was replaced due to broken stim button bosses. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.